Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of the provided image was performed. Based on the images provided, an unknown piece of tissue was caught in the wrist components of the force bipolar instrument.

Event description:
It was reported that during a da vinci-assisted component separation transversus abdominis release (tar) surgical procedure, the wrist of the force bipolar instrument was caught in peritoneal tissue, creating a hole. The tissue was caught within the instrument's wrists twice. There was no bleeding due to the event, and suture was placed to repair the defect. The procedure was completed robotically without any further complications. The patient is recovering well.